Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the customer reported low volume at around 24-30 hours. It was reported that the cassette was not underfilled and there was no user error involved and the patient has been using cadd cassettes for a long period of time. No patient injury reported.